Event description:
Discordant thyroid stimulating hormone (tsh) and brain natriuretic peptide (bnp) results were obtained on patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s), as they were not matching the expected results. The operator then ran quality controls, which were out of range. The samples were rerun on an alternate instrument and resulted as expected. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tsh and bnp results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, the customer discovered that a bottle of base reagent had been placed in the wash 1 bottle position. The tsc specialist advised the customer to place the reagent bottles in the appropriate positions, empty and rinse the reservoir, prime the instrument, and run quality controls, which the customer did. The customer confirmed that the bottles were labeled and that the operators were trained in proper placement of the reagents on the instrument. The cause of the discordant tsh and bnp results is user error. The instrument is performing according to specifications. No further evaluation of this device is required.